Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device nnot returned.

Event description:
It was reported that insulin appeared to be leaking from the bottom of the cartridge. Customer's blood glucose ranged from 80-145 mg/dl. Customer loaded a new cartridge and resumed insulin successfully.